Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement, high capture threshold was observed on the right ventricular channel. The lead was capped and a new one was replaced. The patient was in stable condition.